Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial lead during routine check. When the patient presented in clinic, the noise was not observed, but auto mode switch (ams) episodes were noted. The noise could not be replicated with isometric test and did not cause inhibition of ventricular pacing. Patient was not dependent. Patient was stable.